Event description:
It was reported that the patient presented to the clinic with atrial fibrillation but intermittent undersensing could be seen. It was also thought that the diagnostics were under reporting of the amount of atrial fibrillation. The patient was scheduled for a cardioversion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.